Event description:
The article, "when time flies by: very long-term complication of percutaneous occlusion of a large atrial septal defect, a case report", was reviewed. This article presented a case study of a 53-year-old female patient with a history of transient ischemic attack, ostium secundum atrial septal defects with multiple defects and a cribiform membrane and significant left-to-right shunt. A 35mm amplatzer septal occluder was selected for implant on an unknown date to treat an atrial septal defect (asd). The device was implanted. On an unknown date the patient presented to the hospital with diplopia and aphasia. The patient was diagnosed with an acute ischemic stroke with bilateral thalamic infarcts on magnetic resonance imaging (MRI). Echocardiogram showed a residual shunt and a thrombus on the device's waist. A significant left-to-right shunt was observed through the valsalva and the patient also had moderate tricuspid regurgitation. Several attempts were made to retrieve the device with a snare but were unsuccessful. The patient was converted to cardiac surgery, where the device was explanted. Partial device detachment was observed and a thrombus was noted between the discs of the device. The device removal caused an aorto-atrial communication, which was repaired with a double patch. A tricuspid annuloplasty was also performed. Post-procedure echo showed minimal tricuspid regurgitation and no residual shunt. At 5-6 motnhs follow-up the patient remained asymptomatic. [The primary and corresponding author was giaj alessandro, department of biomedical sciences; humanitas university; pieve emanuele-milan; italy, with corresponding e-mail: alessandro.giajlevra@humanitas.it.].

Manufacturer narrative:
In a research article, "when time flies by: very long-term complication of percutaneous occlusion of a large atrial septal defect, a case report," residual shunt, thrombus, fracture, blurred vision, cognitive changes, bradycardia, embolism, tricuspid valve regurgitation, unspecified tissue injury, and stroke was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported residual shunt and thrombus could not be conclusively determined. The reported fracture on the device is likely related to procedural circumstances (damage during snaring attempt); however, this cannot be determined. Blurred vision, cognitive changes, bradycardia, embolism, tricuspid valve regurgitation, unspecified tissue injury, and stroke are all likely cascading effects from the event. The unexpected medical and surgical interventions are results from case-specific circumstances, as medication was administered and the device was surgically removed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Literature attachment: when time flies by: very long-term complication of percutaneous occlusion of a large atrial septal defect, a case report. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: when time flies by: very long-term complication of percutaneous occlusion of a large atrial septal defect, a case report. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "when time flies by: very long-term complication of percutaneous occlusion of a large atrial septal defect, a case report", was reviewed. This article presented a case study of a 53-year-old female patient with a history of transient ischemic attack, ostium secundum atrial septal defects with multiple defects and a cribiform membrane and significant left-to-right shunt. A 35mm amplatzer septal occluder was selected for implant on an unknown date to treat an atrial septal defect (asd). The device was implanted. On an unknown date the patient presented to the hospital with diplopia and aphasia. The patient was diagnosed with an acute ischemic stroke with bilateral thalamic infarcts on magnetic resonance imaging (MRI). Echocardiogram showed a residual shunt and a thrombus on the device's waist. A significant left-to-right shunt was observed through the valsalva and the patient also had moderate tricuspid regurgitation. Several attempts were made to retrieve the device with a snare but were unsuccessful. The patient was converted to cardiac surgery, where the device was explanted. Partial device detachment was observed and a thrombus was noted between the discs of the device. The device removal caused an aorto-atrial communication, which was repaired with a double patch. A tricuspid annuloplasty was also performed. Post-procedure echo showed minimal tricuspid regurgitation and no residual shunt. At 5-6 motnhs follow-up the patient remained asymptomatic. [The primary and corresponding author was giaj alessandro, department of biomedical sciences; humanitas university; pieve emanuele-milan; italy, with corresponding e-mail: alessandro.giajlevra@humanitas.it.].